Event description:
It was reported patient underwent a femoral fixation procedure on (B)(6) 2015. When the procedure was finished, the nail wouldn't disengage from the insertion jig. Screw drivers wouldn¿t remove the nail and fractured during use. The screws and nail were removed and a 125 degree insertion jig with another nail was used to complete the procedure. The reamer was reinserted to pierce the outer cortex. There was a delay in the procedure of 45-60 minutes.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to misuse, likely due to over tightening or excessive torque used on the screws

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00787 /-00788).